Manufacturer narrative:
Device evaluation completed on january 28 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a crease/fold. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. . It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that date of event was on (B)(6) 2021. On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022 additional information indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3504004bc, sn#: (B)(6) r/ cat#:3504004bc, sn#:(B)(6) on (B)(6) 2022 additional information indicated that the patient experienced right sided capsular contracture grade iii. The patient underwent bilateral capsulectomy with bilateral replacement. Right breast tissue was sent for pathology. Per correct codification patient code" pain" replaced by patient code "capsular contracture". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
Hit was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 375cc breast implant experienced right-sided rupture, and pain post procedure. The health care professional reported breast pain. The MRI examination shows implant is ruptured, and the bottom of her breast has become hardened and painful, and the pain kept getting worse and harder. As a result, patient underwent bilateral replacements with unknown implants on (B)(6) 2021.